Event description:
It was reported that during an implant procedure, a high pacing impedance was noted on the right ventricular lead. The rv lead could not be implanted completely. Another rv lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high pacing impedance and unable to implant was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.